Manufacturer narrative:
The cause for the discordant bacteria results was due to a miss-configured rule. This has been corrected and the system is operating as intended.

Event description:
Customer reported that a bacteria result of 1+ was reported as ns (not seen). Customer reported that they confirmed all results by microscopy. There was no report of injury for this event.